Manufacturer narrative:
A specific root cause could not be identified. It was noted no further issues occurred and qc was acceptable after the service visit.

Event description:
The customer received questionable estradiol results for two patient samples. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial result was 419.7 pg/ml. The repeat result on (B)(6) 2015 was 256.2 pg/ml. Information concerning if the erroneous result was reported outside the laboratory was requested, but it was not provided. There was no adverse event reported. The reagent lot number was 179169 with an expiration date of 08/30/2015. The field service representative checked the analyzer and exchanged the syringe seal piece and pinch valve tube. He cleaned out the water supply tank and liquid waste line. Control measurements were done without problems. No root cause of the erroneous results was identified.

Manufacturer narrative:
This event occurred in (B)(6).